Event description:
On 02/10/2010, pt's dne (diabetes nurse educator) reported pt was admitted to the hosp for dka and wanted to review the infusion device alert history, bolus history and basal rate delivery. Educated on how to check the info and history. Educated her on how to look at the basal rates set in the infusion device. Dne was unable to provide details of the incident, will have pt's wife call back. On call back on (B) (6) 2010, pt's wife reported pt became ill on (B) (6) 2010 and started throwing up. Wife stated on (B) (6) 2010, pt was breathing heavy and she took him to the hosp where he was admitted with dka. She stated originally she thought the pt just had the flu. Pt's normal blood glucose range is 100 mg/dl. Wife reported pt's blood glucose was 1237 mg/dl when he went to the hosp. Wife stated pt went off the infusion device and went on an insulin drip and is now on injections. On call back on (B) (6) 2010, pt's wife reported the pt is home and on the primary infusion device. She stated his blood glucose is doing fine now. Wife reported pt's blood glucose was 220 mg/dl on (B) (6) 2010 and he was able to bring it down. Wife reported the doctor was comfortable with pt wearing the infusion device and believes his dka was due to the flu he had. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.